Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar (fb) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the reported complaint of a broken tip. Failure analysis found the primary failure of broken molded insulator to be related to the customer reported complaint. For clarification, the instrument was found to have a broken molded insulator, causing the grip tip to be dislodged. The broken piece, measuring approximately 0.220" x 0.050" in size, was not returned with the instrument. The root cause of this failure was attributed to manufacturing. A review of the device logs for the force bipolar (part# 471405-06/ lot# k13211122 0093) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2022 via system serial# (B)(4). There was one use remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar (fb) had a broken tip. The procedure was completed using a backup fb with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on (B)(6) 2022 and obtained the following additional information: the fb instrument was not inspected prior to use. The fb did not collide with other instrument or tool during the procedure. There was no fragment that fell inside the patient¿s anatomy. Post-operative tests were not performed to check for any fragments. There was no patient injury, and the patient did not return to the hospital.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h6 and h10. The root cause of the failure was attributed to mishandling or misuse.

Event description:
Refer to h10/h11 for follow-up information.